Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on (B)(6) 2023 to obtain confirmation of the part replacement and resolution. No response or further information was received from the philips biomedical engineer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was an autozero failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. A replacement data acquisition (da) printed circuit board assembly (pcba) and solenoid were ordered in a material only work order. No further information on troubleshooting, part installation, or resolution has been provided. This investigation is ongoing.